Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it was confirmed from the manufacturing history that the product conformed to the specifications. It is highly probable that the video cable connector has been degraded over the course of the decade since manufacturing and the indicated phenomenon occurred. It has been more than 8 years since device was manufactured. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated at olympus (B)(4) service site. Inspection of the device found a loose receptacle connector causing the unit to flicker. The image flickers. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device is not getting properly fixed in console. The issue occurred during an unknown event. There was no patient involvement reported, no user injury reported due to the event. Evaluation of the return device determined a loose receptacle connector causing the image to flicker.